Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to unknown reason. No device malfunction suspected. The explanted devices were discarded per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 14215625.